Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information provided: the rep quoted the surgeon saying that the device was not related to the patients death. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? How was the leak identified? Where was the site of the leak? Were any staple formation issues noted at the site of the leak? How was the leak repaired? How long after the reoperation did the patient death occur? What was the cause of death? Was an autopsy performed? If so, can the autopsy report be provided? Why does the surgeon believe that the device did not cause or contribute to the patient¿s death? Would the surgeon be interested in speaking with ethicon medical and engineering personnel?

Event description:
It was reported that five days post-operative the patient was readmitted for complications after a right hemicolectomy procedure. A leak was found and repaired. The patient was taken to recovery and after an unspecified amount of time the patient died.

Manufacturer narrative:
(B)(4). Additional information provided: the rep quoted the surgeon saying that the device was not related to the patients death. It was communicated that the patient death was not related to the device and the sales representative attempted multiple times to obtain additional information without success. Based on the assessment from the operating surgeon that the device did not cause or contribute to the patient¿s death, it was concluded that this event does not meet the FDA defined criteria for a death and is being considered a serious injury.